Event description:
It was reported that leakage occurred between the unspecified extension set and a safestep® huber needle set and. The following information was provided by the initial reporter, translated from french: "nurses (users) detect, on all products of this batch, a leak between the extension and a central line and/or between the extension and the huber needle. The reported incidents present an infectious risk and the risk of bubbling."

Manufacturer narrative:
H6: investigation summary: a di-25-g product was not available for investigation; however the customer confirmed that the complaint sample was from lot ta220740. The customer indicates that a leakage was observed between the male luer of the di-25-g and an unknown central line or huber needle. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot ta220740 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Furthermore testing of retained samples did not identify any manufacturing defects or damage that could have contributed to the customer's experience. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage. H3 other text : see h10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot# ta220740 could not be matched with any material# fitting of the customer's event description. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that leakage occurred between the unspecified extension set and a safestep® huber needle set and. The following information was provided by the initial reporter, translated from french: "nurses (users) detect, on all products of this batch, a leak between the extension and a central line and/or between the extension and the huber needle. The reported incidents present an infectious risk and the risk of bubbling."